Event description:
The ge oec 9800 fluoroscopy system would not boot-up intermittently. Boot-up issues.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a corrupt hard drive that was removed and replaced. The program flashed was erased. Software and calibration files were reloaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information, with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.